Event description:
This cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing and loss of capture on the right ventricular (rv) lead. The patient was in the emergency room and reprogramming efforts were performed. Currently, this product remains in service and no adverse patient effects were reported.